Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: clip deployed in the distal end of exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the used of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, when the device was removed bleeding continued, and it was noticed that the clip deployed in the distal end of exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.